Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer reference number: 2017865-2023-18708. Related manufacturer reference number: 2017865-2023-18709. It was reported a patient presented to the emergency department with swelling and wound dehiscence at the pocket site. Cultures were taken to confirm an infection and the patient system was explanted in a procedure on (B)(6) 2023. Post-procedure the patient was stable.